Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion it was reported a 5f mynxgrip vascular closure device (vcd) could not cross the vessel. There was no reported patient injury. The initial reported lot # was f1634801. However, a non-sterile mynxgrip vascular closure device 5f with the lot number f1635402 was returned for a physical evaluation. The device was received with the grey shuttle engaged to the black handle. The catheter¿s distal tip was observed slightly bent/damaged as received. The sealant was not returned. The advancer tube was deployed, covering the balloon proximal tip. The procedural sheath was observed on the catheter and fully retracted. The returned product was evaluated under the compliant based on the reported information. The insertion/withdrawal test was performed to determine whether there was damage to the procedural sheath that could have obstructed the device¿s path and/or contributed to the reported event. No resistance was felt during the investigation when the device being inserted and withdrawn. The balloon was fully inflated with water and pressure was maintained. It was noted that after three follow ups to confirm the lot # as the initial reported lot number did not match with the received device¿s lot number, the lot # of the device involved in the case could not be confirmed; therefore, the case¿s lot # was updated to unknown. A DHR review was conducted for the received device¿s lot number f1635402. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1635402 presented no issues during the manufacturing process that can be related to the reported event. The returned product was evaluated under the compliant based on the reported information and the results found that the distal tip of the returned product was slightly damaged which may be attributed to the reported event. However, because the initial reported lot number did not match with the received device¿s lot number, the reported failure as inability to advance in sheath could not be confirmed and the root cause could not be conclusively determined. As per the instructions for use, ¿grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy .while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
It was reported a 5f mynxgrip vascular closure device (vcd) could not cross the vessel. There was no reported patient injury. The product is available for return.